Event description:
It was reported to philips that there was intermittent geometry restart due to lat/long drive errors on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the longitudinal ethercat drive and lateral ethercat drive, reloaded firmware, and recalibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)